Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, upon first inflation, it was noted that the balloon burst on the center at 6atm within 10 seconds. The device was simply removed using normal method without any problems. The procedure was completed with another of same device. There were no complications reported, and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, upon first inflation, it was noted that the balloon burst on the center at 6atm within 10 seconds. The device was simply removed using normal method without any problems. The procedure was completed with another of same device. There were no complications reported, and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile identified no issues. The shaft polymer extrusion identified kink on the midshaft, 8.4cm proximal from port exchange. A detailed microscopic examination of the balloon material identified no issues. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The shaft polymer extrusion identified that the inner lumen was stretched and bunched, 4.7cm from the distal tip. The profile tip showed no signs of tip damage. A microscopic examination of the distal and proximal markerbands identified no damage. During leakage testing, the device was attached to an encore inflation unit. The balloon was inflated to rated burst pressure of 12 atmospheres with no issues or leaks. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, upon first inflation, it was noted that the balloon burst on the center at 6atm within 10 seconds. The device was simply removed using normal method without any problems. The procedure was completed with another of same device. There were no complications reported, and the patient was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1 initial reporter first name: updated.